Event description:
It was reported that this subcutaneous electrode exhibited noise and oversensing, resulting in inappropriate shocks. The sensing vector at that time was primary. The patient was evaluated in the clinic, during which the noise could not be reproduced, and the sensing vector was reprogrammed to alternate. Then the patient presented to the emergency room after receiving another shock. Troubleshooting was performed which noted variable amplitude measurements. Technical services (ts) discussed a possible electrode issue as a cause for the noise. The sensing vector was reprogrammed to secondary and this would be discussed further with the physician. No adverse patient effects were reported. The electrode remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of noise via a decrease in the intrinsic amplitudes. The smart pass feature had programmed itself off due to the decreased amplitudes. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that this subcutaneous electrode exhibited noise and oversensing, resulting in inappropriate shocks. The sensing vector at that time was primary. The patient was evaluated in the clinic, during which the noise could not be reproduced, and the sensing vector was reprogrammed to alternate. Then the patient presented to the emergency room after receiving another shock. Troubleshooting was performed which noted variable amplitude measurements. Technical services (ts) discussed a possible electrode issue as a cause for the noise. The sensing vector was reprogrammed to secondary and this would be discussed further with the physician. No adverse patient effects were reported. The electrode remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.